Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed a single occurrence of a reset (payload 0); however, a single occurrence is not indicative of a device malfunction and is a mitigation by design if the device encounters an undesired state. Analysis for reports of this type has not identified an increase in trend.